Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient experienced poor analgesia. The cause of the previously reported volume discrepancy was a catheter occlusion due to the flipped reservoir. A catheter revision was done and the patient recovered without permanent impairment. The device system was used to deliver morphine sulfate beginning on (B)(6) 2014.

Event description:
It was reported that a volume discrepancy occurred on a date unknown to the reporter. The actual reservoir volume (arv) was 40ml and the expected reservoir volume (erv) was 5ml. The cause of the discrepancy was unknown. On (B)(6) 2014, dye and rotor studies were attempted. An x-ray and computerize tomography (CT) scan confirmed that the pump was flipped. The catheter was unable to be visualized with an x-ray or scout CT. The catheter tip was not seen on an x-ray or CT. The rotor could not be seen well enough to perform a rotor study. A revision was scheduled. It was unknown if any patient symptoms or complications were associated with the event. The patient experienced his usual pain, but was otherwise fine. The patient status at the time of this report was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine. The cause of the event, details of the treatment/interventions, and the final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).